Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and reformatted. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.